Event description:
This is a spontaneous case report received from a medical doctor in united states on 27-jun-2016 which refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted in 2012 for contraception. Physician reported that, right after insertion, patient started presenting chronic pain and bleeding . She underwent an ablation and received birth control pill for the pain. The bleeding is better since the ablation. Essure was not removed. Follow up information received on 05-jul-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no (B)(4) can be provided. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and right after insertion, started presenting bleeding (interpreted as genital bleeding). She underwent an ablation (interpreted as endometrial ablation). This event is serious due to medical significance and listed in the reference safety information for essure. After essure insertion, genital bleeding may occur. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since medical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Further information is expected.

Manufacturer narrative:
Follow-up received on 29-sep-2016: despite of follow-up attempts, no response was received to date. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and right after insertion, started presenting bleeding (interpreted as genital bleeding). She underwent an ablation (interpreted as endometrial ablation). This event is serious due to medical significance and listed in the reference safety information for essure. After essure insertion, genital bleeding may occur. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since medical intervention was required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.